Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was repllaced during service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had an intermittent filament regulator error message during a case. The procedure was completed without further incident. No pt injury was reported.